Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post implant procedure, all slack was removed, and the left ventricular (lv) lead dislodged due to twiddling. During the lead revision procedure, the target vessel was occluded which made the implant difficult. It was noted that all other branches were extremely small in diameter. The lead was explanted and replaced. No patient complications have been reported as a result of this event.